Manufacturer narrative:
The reported event for explant due to patient being unable to charge the ipg was confirmed. As received, the ipg was inoperable due to a depleted battery as patient had a charging issue. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Event description:
It was reported that the patient stopped charging the ipg due to the lead issue (related manufacturer reference number: 1627487-2022-00052 and 1627487-2022-00053). As such, the ipg became inoperable. In turn, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.